Event description:
The affiliate reported: cu can¿t communicate with pump. Description «control unit is not compatible to pump» appeared on cu¿s screen during interrogation attempts. Doctor repeated procedure three times. And all attempts were unsuccessful. Add. Info received (j.s.): pump refilling procedure was finished by using cu from another clinic. If cu will be single in the city as a result such problem can lead to patient¿s withdrawal syndrome.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that the device was not returned for an evaluation. However the complaint was confirmed based on the transaction logs review. The root cause of the reported event is related to human error. The observed communication failure is due to old software not compatible with the pump software. As corrective action, it was requested to the current sales representative to upgrade the software version and restitute the control unit to the hospital. A device history review was performed and the device met specifications when released to stock. Trends will be monitored for this and similar complaints. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. At the present time this complaint is considered closed.